Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during dwell 5 of 5. There was no obvious cause for the alarm, the hp stated they has 4 bags connected but only solution in the final bag. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and finish with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on a suspect lot and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.